Event description:
It was reported that during a ptci procedure, the shaft of the quantum maverick monorail catheter broke. The tortuous was located in the proximal left anterior descending (lad) coronary artery. According to the customer, "device snapped off in very tortuous vessel". The device was successfully removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "stable".